Manufacturer narrative:
The reported adverse event involved post-operative ileus requiring hospitalization following use of surgiwrap® frost during colorectal surgery. The suspect device was not returned and was therefore not available for physical evaluation. The manufacturer's investigation consisted of a review of available clinical information and complaint records. No device malfunction, labeling issue, or manufacturing nonconformance was identified. The physician indicated that alternative clinical factors may have contributed to the event, and a causal relationship to the device could not be ruled out. No remedial action was initiated.

Event description:
The patient underwent robotic-assisted ultra-low anterior resection and colostomy for rectal cancer on (B)(6) 2023, during which surgiwrap frost was applied. Postoperatively, the patient developed ileus with subsequent bowel obstruction requiring prolonged hospitalization, imaging, nasogastric tube placement, fasting, fluid infusion therapy, and medical management. The physician-in-charge stated that while hard stools at the stoma site were considered the main cause, a causal relationship with surgiwrap frost could not be completely ruled out as the device may inhibit bowel movement. The patient gradually improved with conservative treatment and no permanent impairment was reported.